Manufacturer narrative:
E1 - full facility name: (B)(6) health center affiliated clinic the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a white light-like object was displayed in the lower center of endoscopic image. The event occurred during an unknown diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the most likely cause is insufficient preliminary cleaning and rinsing of the channels, and insufficient drying due to buttons not being removed when storing the endoscope. However, a definitive root cause of the reported issue could not be determined. The event is detectable//preventable by handling the product in accordance with the following IFU. Operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Operation manual ¿important information ¿ please read before use¿, ¿chapter 1 section 4 precautions warning¿, ¿chapter 1, section 6, reprocessing and storage after use, warning¿, ¿chapter 4, section 2, insertion of the endoscope, air supply, water supply, and suction, caution¿ ¿chapter 5, section 5: manual cleaning of endoscopes and accessories ¦ cleaning of external surfaces¿, ¿chapter 5, section 7: rinsing endoscopes and accessories¿, ¿chapter 8, section 2: storage of disinfected endoscopes and accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited foreign material from the air /water nozzle and distal end (including the objective lens surface). There was no patient involvement in this event.